Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is presumed that this incident occurred because high-frequency cauterization was performed while the tip of the instrument could not be confirmed within the endoscopic field of view or while the instrument was close to the tip of the endoscope. The event is detectable/preventable by handling the device in accordance with the following IFU: 3.3 inspection of the endoscope/ 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt tip cover. There was no patient involvement.